Event description:
A vns consultant went to a programming physicians office and reported that their programming system is not communicating and they keep getting error messages. The consultant is not sure if it is the serial cord or the wand as he had switched out everything and was able to get to the system to work with only one serial cord of 3 that he used. He did not switch out their wand with his to see if it works so he can't be sure that it is not the problem. The product is being sent back for analysis. At this time it has not been received.

Event description:
The programming wand, handheld and software were returned for analysis. The wand analysis was completed and no malfunction was identified with the programming wand. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Event description:
An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Event or problem corrected data: the product was returned for analysis.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.